Manufacturer narrative:
Device evaluated by MFR: the device was not returned for evaluation. The investigation conclusion is anticipated procedural complication as the event is due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling. (B)(4).

Event description:
It was reported perforation and pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman® access system (was) was positioned and a 24mm watchman ® laa closure device & delivery system (wds) was advanced. Upon initial deployment, it was noted the closure device was too deep in the appendage which resulted in a perforation and pericardial effusion. The patient was transferred to an operating room and open heart surgery was performed. The tear in the laa was sutured and a clip was used to close the laa. No further patient complications were reported. The patient was transferred to the intensive care unit for recovery and has since been discharged to home and is doing well.